Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the product development evaluation was performed and report states that these devices are part of the synthes lcp system that merges locking screw technology with conventional plating techniques to secure reduction for union. (Ref. Technique guide (B)(4)) distal plate 238.701 lot 6977363 is cleanly broken in two (2) pieces at the ¿f¿ and ¿g¿ holes. (Drawing and photos attached) the chu reviewed the associated assembly drawing 238.701 rev a. The drawing calls out the appropriate materials, dimensions, and notes to produce a quality and robust instrument. There is no significant damage noted in terms of abuse or external force. There have been (B)(4) of these devices distributed per jde from (B)(6) and two (2) complaints of this nature. This results in an occurrence rate of (B)(4). Distal plate 02.112.143 lot 7364271 was also returned with this complaint but it is not damaged. Multiple screws of various sizes and designs (part numbers and lot numbers unknown) were also returned with some of them showing signs of head and thread damage. The exact details of this complaint are not readily available, the source of the damage to the device cannot be identified, and the complaint is deemed indeterminate from a design perspective.

Event description:
This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not completed and no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
It is reported that a medial distal tibia plate and lateral distal fibula plate removal due to a nonunion, an infection and a plate breakage. The patient was implanted with the medial distal tibia plate on (B)(6) 2013 and the lateral distal fibula plate on (B)(6) 2013 to treat fractures. During a routine follow up on an unknown date, it was discovered via x-rays that the patient had a nonunion. It was discovered that the patient had an unknown infection when the surgeon explanted both plates. It was reported that the infection was cultured but the type of infection is unknown. The patient was treated with antibiotics after the plates were explanted. As the surgeon explanted the medial plate, it was discovered that the medial plate was broken at the level of the fracture. All the screws were intact and removed without difficulty. There was no delay in the surgery. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation of the returned device was performed. The report states that visual inspection of the part shows light scratches and dings on the top and sides of the plate. No other damage or visual anomalies are noted. Review of the device history record revealed no complaint related anomalies. The device history record shows this lot of distal fibula plates was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The returned part was inspected and all final inspection dimensions were found to be conforming. The complaint determined to be invalid based on the DHR review and dimensional inspection of the returned part.

Event description:
This is report 2 of 3 for complaint (B)(4).